Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 461 mg/dl. Customer¿s current blood glucose level was 298 mg/dl and she took bolus to treat. Customer took tried to took a manual bolus. Customer reported that the second sensor moved it to her stomach and stood up and was careful and she got insulin flowed blocked and she took it out it was bent. Customer reported that this was the past event. Customer said that the event was resolved by changing infusion set. Customer also had steroid shots today. The insulin pump was not returned for analysis.